Event description:
A medtronic representative reported that the blade intermittently tracked during ear, nose & throat (ent) procedure. All other instruments were able to be tracked without any issues. The surgeon used another blade which intermittently tracked at first but then was able to be constantly tracked without changing the setup of the system. There was no impact to the outcome of the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and other instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The device was returned to the manufacturer for analysis. The ear, nose & throat (ent) program showed intermittent red status with a poor signal error. Diagnostics showed one coil transmitting data intermittently. The cause was an intermittent open on coil #2. The reported event was confirmed. The device was replaced to resolve the issue.